Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 560 mg/dl. The customer was treated for the high blood glucose with manual injections. It is unknown what may have caused the high blood glucose. The customer stated that their insulin pump does not manage their blood glucose as well as manual injections. The customer does not feel confident in their insulin pump and requested a replacement. The customer was sent a replacement pump with reservoirs.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.